Event description:
It was reported that a homechoice (hc) device experienced a system error 2367 (resume error, critical error found) alarm. The patient was connected at the time of the alarm. It was not reported what cycle of peritoneal dialysis therapy the alarm occurred at. It was not reported how the alarm was resolved or how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.